Manufacturer narrative:
The biomed isolated the issue to the cable assembly for the auto contour. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account's biomed alleged the head up and down does not work. He said the head was about half way up.